Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The pump was unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The pump was received with no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, and vibrator and battery tube assembly during visual inspection. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a button error from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with manual injections of insulin. The mother stated that her son emerged the pump in water and took the battery and reservoir out. The mother stated that she put the pump in rice. The mother stated that the act button does not work. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.